Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact was attempting to change cartridge when the screen froze and became unresponsive. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump displayed a low insulin alarm and the screen was no longer frozen. Reportedly, the pump is functioning properly.